Event description:
A report has been received reporting the spj joystick is surging on the chair. No report of injury or ill effect. The joystick will be replaced. Any further information will be supplied in a supplemental report.